Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of approximately 30 mg/dl. Bg was treated with intravenous saline and carbohydrates. Reportedly, customer left the ER 4-5 hours later with the issue resolved and no permanent damage. Reportedly, the customer delivered a 25 unit bolus prior to the event. Troubleshooting with tandem technical support (cts) showed that via the pump history the customer manually requested the bolus; however, the customer alleged that the pump delivered the bolus without customer input. Cts was unable to confirm this through a pump data review as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.